Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe with tip protector in a tray with other items was received for the report. The sample was visually inspected and found to be conforming as the needle is not bent. Clear foreign material was observed on the needle and was sent to particle analysis. The probe was visually and microscopically examined and the presence of foreign material was confirmed. The foreign material was isolated and analyzed using micro ft-it and was a best match to dried adhesive material. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached was reviewed by the manufacturing site. The photo shows a red circle around the middle of the probe needle that appears to have a defect but is too blurry to confirm. The reported issue is not confirmed from the photo review. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is company manufacturing related, caused by excessive adhesive on the body needle. A nonconformance investigation has been opened to investigate the root cause for excessive adhesive on the body needle. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the middle section of the tip of probe was irregular and twisted before vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no patient impact.